Manufacturer narrative:
Corrected d8 - was this device serviced by a third party servicer? From yes in initial report to no. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention took place, wherein patient's entire system was explanted.

Event description:
It was reported that the patient's leads had migrated. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.